Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. Lot number provided matches to the material number, but the lot number is not found.

Event description:
It was reported that bd insyte autog bc has a retractor failure. The following information was provided by the initial reporter: I received an order of your bd auto guard blood control catheters 22gx1.0". The entire box is defective. Our facility has encountered a failure with the retractor. We have tested several of the catheters, all of them having the same issue.